Event description:
The clinician reports the implant was inserted (B)(6) 2010 in ada 30. Implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with previous bone augmentation. No product was returned to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain and mobility. No further patient complications were reported.